Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, bag broke when the specimen was being put in the bag. Another bag was used to complete the case. There was no patient injury.